Event description:
It was reported that after this implantable cardioverter defibrillator (ICD) has been explanted over two years, the clinic noticed an unusual high amount of high rate atrial pacing reported in the histograms in the time from july to november 2019 and asked for a reason the device would pace at 150 bpm when only programmed to ddd with lower rate limit (lrl) 60 and no sensor driven rate. This device was implanted for over 12.3 years prior to explanting due to end of life. Follow-up reports from july to november 2019 were provided for review and engineering confirmed data corruption causing the counter to display a wrong number. No additional adverse patient effects were reported. This device was explanted approximately two years ago.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that after this implantable cardioverter defibrillator (ICD) has been explanted over two years, the clinic staff noticed an unusual high amount of high rate atrial pacing reported in the histograms in the time from july to november 2019 and asked for a reason the device would pace at 150 bpm when only programmed to ddd with lower rate limit (lrl) 60 and no sensor driven rate. Follow-up reports from july to november 2019 were provided for review and engineering confirmed data corruption with the device caused the counter to display a wrong number. No additional adverse patient effects were reported. This device was implanted for over 12.3 years prior to explanting due to end of life. This device was explanted approximately two years ago.